Manufacturer narrative:
This report is being supplemented to provided additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. The device was returned to an olympus service center where it was confirmed that the unit, on an intermittent basis, could not be turned on. The internal condition of the unit was ok. However, the external condition found hit and scratch marks on the front panel, the power switch, the pinch valve, the rear panel and the chassis. There was also rust and scratches on the rear panel. The front panel, flat cable, and blue bar were replaced.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during preparation for use of an unspecified procedure using the subject device, it was found that the switches on the front panel of the subject device could not function. There was no report of patient injury associated with this event.